Event description:
A customer contacted beckman coulter inc (bci) in regards to two low alanine aminotransferase (alt) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The customer misinterpreted results flagged with ordac lo and reported as < 5 iu/l. The customer repeated the tests by diluting the samples with saline and amended the reports with correct results. The patient treatment was not affected by the wrong results. Note: per bci instructions for use, ordac lo means the reaction exceeds the range of ordac (over range detection and correction) values that the instrument will report. Bci labeling also provides instructions how to handle and rerun the ordac lo samples.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A bci customer technical support (cts) reviewed the data and notified the customer that the suppressed data with ordac lo flag were misinterpreted. The cts explained to the customer the ordac flags and the operator tips sheet that describes the various codes and troubleshooting tips. The customer stated that they will conduct training on ordac lo flags, the triggers for ordac, and sample handling. The root cause for this event was a customer error.